Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
A user facility biomedical technician (biomed) reported to fresenius that there were sparks and visible smoke coming from a blown fuse within the dry acid mixer. The blown fuse was located inside the dry acid mixer within fuse housing located underneath the display. Smoke detectors within the facility were not triggered and use of a fire extinguisher was not required to address the smoke. The reported issue was discovered during machine repair after there was no power to the mixer. The customer reported one of the fuses blew (twice) during mix mode and the mixer would shut off. The biomed confirmed during follow-up that there was no flame, arcing, or any additional indication of thermal damage noted within the mixer aside from the blown fuse. The biomed replaced the fuse, transfer valve and transfer valve cable which resolved the reported issue. The mixer has been returned to service. There was no personal harm to anyone as a result of the reported thermal damage. No parts are available to be returned to the manufacturer for physical evaluation.

Manufacturer narrative:
Plant investigation: no parts were returned to the manufacturer for physical evaluation. Additionally, no on-site evaluation was performed by a fresenius field service technician (fst). A records review was performed on the reported serial number. An investigation of the device manufacturing records was conducted by the manufacturer. There were no non-conformances, or any associated rework identified during the manufacturing process which could be related to the reported event. In addition, the device history record (DHR) review confirmed the results of the in-progress and final quality control (qc) testing met all requirements. The investigation into the cause of the reported problem was not able to be confirmed. A definitive conclusion regarding the complaint incident cannot be reached without a physical examination of the complaint device.

Event description:
A user facility biomedical technician (biomed) reported to fresenius that there were sparks and visible smoke coming from a blown fuse within the dry acid mixer. The blown fuse was located inside the dry acid mixer within fuse housing located underneath the display. Smoke detectors within the facility were not triggered and use of a fire extinguisher was not required to address the smoke. The reported issue was discovered during machine repair after there was no power to the mixer. The customer reported one of the fuses blew (twice) during mix mode and the mixer would shut off. The biomed confirmed during follow-up that there was no flame, arcing, or any additional indication of thermal damage noted within the mixer aside from the blown fuse. The biomed replaced the fuse, transfer valve and transfer valve cable which resolved the reported issue. The mixer has been returned to service. There was no personal harm to anyone as a result of the reported thermal damage. No parts are available to be returned to the manufacturer for physical evaluation.